Manufacturer narrative:
(B)(4).

Event description:
Additional information was received form the healthcare provider. A review of the personal therapy manager (ptm) revealed that the patient had received a bolus and then attempted bolus a second time and was denied because she had just received a ptm dose. The patient was also getting used to the ptm and time frame for use was being adjusted.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type pump. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump. Indications for use included spinal pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, the patient reported that she got a bolus, but did not think the personal therapy manager (ptm) was working, so they tried the bolus again and got the bolus given screen again. The patient stated that they should have been locked out, because that had just got one. The patient had turned the ptm off before attempting the bolus again, so they thought that the screen had cleared. No patient symptoms were reported. The patient did not have the book to see what each screen means. The patient was sent a ptm manual and educated on looking for an "x" or a check-mark with bolus attempts; it was unknown what the patient actually observed on the screen with the aforementioned event. Additional information regarding any interrogation logs, cause, and resolution of the ptm not locking out when the patient though it should have was requested. If additional information is received, a follow-up report will be sent.